Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a metal rod sticking out of the sensor pod on (B)(6) 2015. Patient did not report any injury or medical intervention.